Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis cannot be firmly established. However, peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of gram positive cocci (organism unknown) which are resident flora of human skin, and oropharynx. Peritonitis with gram positive bacteria is known to be associated with a breach in aseptic technique during the pd exchange which is the most frequent cause of peritonitis in pd patients. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was just at the clinic and has been diagnosed with peritonitis. The nurse has given the patient antibiotics. Upon follow-up, the patient¿s pd nurse reported the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained (same day) which yielded growth of gram positive cocci (organism unknown) and elevated white blood cell (wbc) 444. The nurse stated the patient was treated with the antibiotics vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. It was reported the patient is continuing pd treatments with the same cycler. The nurse indicated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse was not able to provide the exact cause of the peritonitis.